Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported on (B)(6) 2013 at 6:16 pm he activated a new pod. At 12:46 pm the pod was deactivated and the cannula was a little bent.